Event description:
Customer reported with an issue of forceps elevator does not move. The issue found during an unknown event. There was no patient harm reporter, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted during the initial visual inspection, it was identified that the forceps elevator was unable to angulate. The forceps elevator did not raise to up direction at all by moving the elevator control lever. Air leak inspection did not show any water leakages. After the device was being partially disassembled, it was found that the wire stopper was found detached from the k-wire body control unit (bcu area). In addition, the a-rubber adhesive was noted deteriorated. Technical evaluation and further inspection have confirmed the customer claim regarding the deficiency of the forceps elevator performance in up direction. Service repair noted it is unable to determine how the wire stopper came apart from the k-wire, it is assume that the forceps raiser knob was pulled with an excessive force, increasing this way stress which could affect the k-coil pipe, thus causing the wire stopper to be detached from the k-wire. Concerning the general condition of the scope, it is likely a result of wear during handling and reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During the legal manufacturers investigation, it was determined that the reported event was a reportable malfunction. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the forceps elevator did not move due to detachment of the wire stopper. Probable causes for the stopper becoming detached include: -the forceps elevator was operated by moving the elevator control lever in the upward / downward direction with excessive force. -the device was left, stored with the forceps elevator raised. Other factors. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur